Event description:
It was reported that the clamp will not shut.

Event description:
It was reported that the clamp will not shut.

Manufacturer narrative:
Upon reciept of the unit a missing peice was noticed. Additional information will be provided once investigation has been completed.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode could not be confirmed. The unit was visually inspected and a piece of the bottom jaw broke off, the missing piece of the jaw was not received with the instrument. The jaws are able to open and close when the handles are engaged. The probable root cause is the unit was mishandled/dropped. In sum, the product was returned for investigation but the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.